Event description:
Information was received from a patient who was implanted with a neurostimulator indication urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Compatibility guidelines were requested for x-ray. The procedure was not due to a problem with the device or therapy. It was unknown if the symptoms reported were related to the device or therapy. Patient states same area so not sure if related or not. Symptoms reported was hip pain. Always had pain but gotten worse in the last week. Event date was (B)(6) 2016. Patient states this week the hip pain because worse. Always had hip pain but not this bad this last week. Additional information received from the consumer reported it was not a hip problem, but sciatic nerve problem. The patient was sent to therapy. Actions included seeing chiropractor and going to therapy twice a week. The device was reportedly part of the problem so the device was shut off and the pain lessened "a lot." It was not clear if the device was going to be permanently turned off. Additional information was received from a patient. It was reported the patient had notified their healthcare provider (hcp) regarding their hip pain and had an appointment scheduled for (B)(6) 2016. The steps taken to resolve the hip pain included they were going to operate and move the device, as suggested by the therapist, as it was right on their sciatic nerve. The patient stated they may have it totally removed because they could not have a MRI with it in; they were debating what to do.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.